Manufacturer narrative:
(B)(4). No conclusion code available; final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the merlin.net transmitter exhibited power anomaly. The device was returned and exchanged.